Event description:
The nanocross was used on an unknown date and the patient later returned with a cold leg. The patient had reportedly thrombosed in the sfa which led to lower leg extremity amputation. During amputation, a long slender piece of plastic was removed from the sfa. The physician thought that it could be the protective cover of the nanocross balloon.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
The procedure report from the original procedure was received 24/jul/2014. The nanocross balloon model number has been updated to reflect the correct number from the procedure report. Additionally, upon review of the original procedure report, no adverse event(s) were noted during the original procedure. The nanocross balloon was inflated for 16 seconds at 10atm, in the peripheral; then 24 seconds at 10atm in the peripheral; finally 41 seconds at 10atm in the peripheral. Per the report the balloon was removed intact.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available. Additional information has been requested. Should it become available, a supplemental report will be submitted.